Manufacturer narrative:
Reporter name is unknown. Reporter phone: (B)(6). A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for catalys-I laser system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaint. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
A capsule tear was reported. A brief description from the surgery center indicated that during the catalys laser procedure on (B)(6) 2020, a tag occurred in anterior capsule of the patient¿s left eye (os). During nucleus removal, there was a tear in the anterior capsule. No additional information was provided.